Event description:
It was reported that during a device upgrade procedure there was high capture thresholds and an insulation breach on the lead. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.